Manufacturer narrative:
Concomitant medical products: merit endotek big60 inflation device. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The pre-loaded wire guide was included in the return of the device. A functional test could not be performed due to the condition of the returned device. A visual examination of the returned device showed that the balloon and a portion of the catheter measuring approximately 13 cm had been cut and was not included in the return. The blue catheter had broken approximately 129 cm from the proximal end and the broken portion of the catheter had been removed exposing purple tubing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the additional information provided indicated that the user did not apply negative pressure and lubrication to the balloon prior to advancement through the endoscope accessory channel. A contributing factor to a crack in the catheter is failure to apply negative pressure to the device prior to advancement through the endoscope accessory channel. The instructions for use direct the user: "to facilitate passage through the endoscope, apply negative pressure to the device." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. This is the most likely cause for the reported observation. Another possible contributing factor to a crack in the catheter is failure to lubricate the balloon with a lubricating agent. The instructions for use direct the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. Damage to the catheter can occur if the device experiences excessive pressure during general handling. The instructions for use direct the user: "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." This activity will aid in device preservation. Prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional information regarding this report: based on the information provided that the user did not apply negative pressure nor lubrication, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a dilation procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. As reported to customer relations: "they inflated [the balloon] twice and when the physician was pulling out the balloon, the outside sheath broke and it came out with the rest inside. They removed the endoscope and cut the balloon off." The following additional information was received on 05/31/2018: no section of the device detached inside the patient, but the catheter did break in half. The product remained inside the endoscope however, and nothing detached in the patient or needed to be retrieved.